Event description:
It was reported that while unpacking the equipment by the manufacturer marketing manager at the user facility, the core console ran the drill when a foot pedal wasn't depressed and the speed would fully fluctuate while not touching anything. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
The reported event was not duplicated and no failures were confirmed.

Event description:
It was reported that while unpacking the equipment by the manufacturer marketing manager at the user facility, the core console ran the drill when a foot pedal wasn't depressed and the speed would fully fluctuate while not touching anything. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.